Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead exhibited noise. This lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.